Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed an open wound under the lifevest equipment. Patient was wearing the lifevest while in dialysis and the lifevest began to alarm and the patient went to remove the lifevest and pulled out their port which caused the area to become red with marks and bleeding. The patient¿s nurse provided wound care for the skin irritation. Outcome of the irritation is unknown as follow up attempts were unsuccessful.